Manufacturer narrative:
The neurostimulators and extensions were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The implantable neurostimulator and extension were returned to the MFR with no return paperwork. The MFR's device tracking system indicated that the pt expired. The physician listed in the MFR's device tracking system for the pt was contacted to try and obtain cause of death and device relationship. The health care professional stated they did not have any info regarding this pt's death. Refer to MFR report # 6000032200804143.